Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the returned device found two minor kinks in the hypotube at 19.5cm and 22cm distal to the strain relief. The distal extrusion was kinked at 10.1cm distal to the port. An examination of the crimped stent found that a stent strut was lifted in the mid body of the stent. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal left circumflex artery. A 2.25mm x 32mm promus element plus stent was advanced but was not able to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.